Manufacturer narrative:
Section e1: reporter contact information was not available. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced frequent low flow hazard alarms. The patient was clinically stable, under proper volume control and blood management. They had no signs of right heart failure or arrhythmia. The pump seemed to be in malposition. Low flow 2.0 software was requested for the patients system controllers.

Event description:
The patient had no symptoms. The low flow alarms resolved with the software upgrade.

Manufacturer narrative:
Manufacturer's investigation conclusion: although log files were not provided by the account, the reported low flow alarms were confirmed through the onsite evaluation by an abbott representative. A specific cause for the alarms could not be conclusively determined through this evaluation; however, the account reported that the alarms were related to the pump malposition. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU addresses pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. The IFU outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The patient handbook and IFU provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.